Event description:
Customer reported a malfunction on the insulin pump. The customer stated the act button was not responding. She also stated the buttons were not working intermittently on (B)(6) 2014. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, and a cracked belt clip slot.